Event description:
A patient underwent combined cataract surgery with viscocanaloplasty and hydrus microstent implantation on (B)(6) 2021. Six-weeks post-operatively, the patient experienced a "classic rebound iritis" after surgery and discontinuing medications with 2+ anterior chamber cells and intraocular pressure (iop) of 10mmhg on travatan. The customer attributed this to discontinuation of steroid medications and "not an implication of the device." After a week of steroid treatment, the anterior chamber was deep and quiet, hydrus microstent was in good position, and iop was 15mmhg (on travatan). A slow taper of twice daily steroid was continued after the iritis resolved. Iop elevation to 28mmhg was noted at 11-weeks follow-up after the patient medication was changed to zioptan and continued twice daily steroid.

Manufacturer narrative:
The hydrus microstent remains in-situ and is not available for evaluation. Device identifiers and additional patient information have been requested; a supplemental report will be filed if new information is received. Iritis and elevated iop (including steroid induced iop elevation) are listed in the device labeling as potential adverse events. Manufacturer reference#: (B)(4).